Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage. Stent strut rows 1-5 from the distal end of the stent were damaged, deformed and stretched distally; the distal end of the stent was approximately 3mm from the distal end of the distal markerband. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon body was reviewed and no issues were noted. There were crimp markings evident on the balloon wall. It was evident that some positive pressure had been applied and a vacuum pulled as the balloon wings were out of their original folded position. A visual and tactile examination of the device revealed no kinks or damage along the hypotube. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-may-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. Following pre-dilation, a 4.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.